Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/24/2015: the device was returned to animas and evaluated by product analysis on 06/24/2015 with the following results: the keypad rubber is undamaged, ¿ok¿, ¿up¿ ,and ¿down¿ buttons respond intermittently and freeze up randomly, ¿contrast¿ button respond properly. ¿button freezing¿ complaint is duplicated. The keypad was removed; no contamination or damage was found to the key¿s contacts. Pump returns to factory default settings by holding ¿contrast¿ button at power up. Shorted bolus button was concluded. The pump was opened and inspected, moisture corrosion was found to the bolus button.